Event description:
The user facility reported that the angio-seal device involved failed to deploy. The anchor was not released from the sheath. The attending feared that the anchor was lost; therefore, the sheath was cut to retrieve the anchor. The estimated blood loss was less than 250cc's. The patient was in stable condition. Manual compression was required. The event occurred intra-operative. The patient was not injured, and surgical intervention was not required. Additional information was received on 14 oct 2022: a 6 french procedural sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The anchor was still attached to sheath/system. A pre-deployment angiogram was not performed; however, ultrasound was used for access. Hemostasis was achieved by manual pressure. No concomitant medical products were used with the angio-seal involved.

Manufacturer narrative:
Date of event: 9/21 but unable to confirm. Implanted date - device was not implanted. Explanted date - device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The complaint cannot be confirmed for post deployment complications based on the complaint allegation. Based on the information given in the complaint, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).